Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 23 mg/dl at the time of the incident. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported that the pump made a noise and delivered a bolus without programming. The pump delivered almost half of the reservoir contents. The customer also reported a hardware low level failures alarm after a self test and believes the pump was over delivering. Troubleshooting was completed the customer was not disconnected during the prime sequence. The insulin pump will be returned for analysis. Unomed set.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery anomaly noted during testing. Device passed displacement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm noted during self test and confirmed in pump history due to broken trace on u1 keypad assembly.